Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with presyncopal symptoms presented to the clinic noted on real time egm that the patient oversensed something on the ventricular channel that lead to inhibition of pacing. There was potential far-p being sensed by the device. The oversensing was noted with atrial pacing. Programming changes were made. The oversensing continued, but the device was able to continue to pace and the patient symptoms were resolved.